Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging a strip issue with their one touch ultra blue test strips. The test strip was sticking. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the strip issue has begun on an unknown date and time prior to contacting lfs. The patient informed the cca that they manage their diabetes with insulin (self-adjuster) and reported that she increased her dose of medications as a result of the alleged product issue. The patient reported that she developed symptoms of ¿dizzy and shaky¿. The patient detailed that on an unknown date and time that she was hospitalized and required 12 units of insulin treatment from a health care professional as a result of the alleged strip issue. At the time of troubleshooting the cca noted that this was not the first time the product was being used and the test strips were not sticking due to static. This complaint is being reported because although the patient did not develop serious symptoms for a hyperglycemic excursion, the patient reportedly received hcp intervention for symptoms suggestive of a serious injury after the alleged product issue began.